Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual examination noted that the first radial reload was partially fired and the anvil clamping mechanism was deformed. Additionally, the cartridge was slightly disengaged from the channel. Due to the noted condition functional testing was not performed. Visual examination of the second radial reload found that the unit was partially fired and the anvil clamping mechanism was deformed. The radial reload was loaded into a pmv instrument for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the radial reload from firing a second time. Visual examination of the third radial reload noted that the unit was fully fired and the anvil clamping mechanism was deformed. The radial reload was loaded into a pmv instrument for functional testing. The interlock was overridden and the reload was cyc led without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the radial reload from firing a second time. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications. There was no reported condition to confirm. However, a manufacturing fault was identified during product analysis. It was determined that the first radial reloads cartridge was not properly engaged during the assembly process. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel transection, the handle would not fire the reload. They used another stapler to complete the case and the reload worked fine. There was no patient injury.